Manufacturer narrative:
On 04-jan-2016, an fse conducted follow-up with the customer to address the reported event. The fse performed troubleshooting with the customer and checked the detector, angled the end of the tubing for the substrate bottle, and checked dispensing of the substrate. The customer was informed on the protocol for startup and shutdown. The aia-360 was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was due to operator training. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported dl flagsmwith their aia-360 analyzer. The technical support specialist (tss) discussed the issue with the customer and felt that it appeared that the substrate is not being properly primed through the line and tests are being run with etoh still in the line which would be the cause of the dl flags. The customer did say that the dl flags were all at the beginning of the run and by the end of the run , the dl flags had cleared. Tss advised that shutdown and startup procedures were not run in the proper sequence and suggested the customer could benefit from additional training . The customer is unable to run prog and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.